Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation the patient had a right knee replacement on (B)(6) 2015 . Approximately 6 years and 11 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Event description:
It was reported via legal documentation that approximately 83 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, significant swelling with any activity, and instability. Revision surgery operative notes were provided. Pre-operative and post-operative diagnoses indicated failed right total knee replacement secondary to accelerated wear of the tibial polyethylene bearing surface. Findings noted moderate to severe synovitis occupying the suprapatellar ouch with an expanded synovial membrane consistent with foreign body reaction. There was no evidence of infection. The femoral, tibial, and patella components were all extremely well fixed. The tibial polyethylene showed surface pitting and abrasive wear with evidence of delamination. The surgeon performed a revision right total knee replacement, polyethylene exchange. The patient was taken to the recovery room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Health effect - component code, h8. D10: (B)(6) - 02-010-01-0325 - logic femoral ps cem right sz 2.5. (B)(6) - 02-012-41-2515 - logic tibia traptray cem sz 2.5f/1.5t. (B)(6) - 200-02-32 - three peg patella 32mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.